Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead noted two cuts in the outer insulation, likely explant damage. Dried blood was also noted around the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead had dislodged two months after implant. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.